Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that the right footswitch malfunctioned; however; upon follow-up with the customer, it was confirmed that the right foot pedal was not activating when pressed. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device was not returned to the original equipment manufacturer (OEM) for evaluation. Follow up communication with the company territory manager (tm) reported that the foot switch was send in on repair with the soltive laser, however, it was stated that no serial number has been tracked on the repair, and serial number was not provided. However, per the report, inspection results noted that the laser blast shield was found broken, noted that the blast shield and footswitch cannot be repaired and loaner was provided to the customer. Follow up is in progress to gather additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the right footswitch malfunctioned. The issue found during an unspecified procedure. There was no patient harm, no user injury reported due to the event.